Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the stimulator is not working and they need to talk to somebody or go to the emergency room. No further patient complications are anticipated or expected as a result of this event.